Event description:
A study paper was presented at the ascrs meeting, on (B)(6) 2024 . The study was "visual and safety outcomes of posterior-chamber phakic implantable collamer lenses for low vs high myopia: an eight-year retrospective study. The study was conducted on patients receiving evo/evo+ icls (spherical or toric) between 2016 and 2023. Secondary interventions were: lvc enhancements; icl size adjustment; toric rotation and icl explant. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. . A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. (B)(4).